Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: the pump history showed that a power event occurred associated with multiple battery alarms on 07/03/2015. During testing, the pump battery compartment was observed to be cracked with evidence of moisture inside the compartment. The returned battery cap was able to secure appropriately to the pump and the pump powered on appropriately. The pump was exercised for 24 hours without loss of power, reboots, or alarms occurring. A leak test was performed and found that the pump was leaking from the battery compartment damage. The pump was opened and no further evidence of moisture was found inside the pump. The battery cap was tested and was found to be within specifications. The complaint of the power issue was unable to duplicated during testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. The reporter indicated that the battery compartment was noted to be cracked and moisture ingress was noted inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.